Manufacturer narrative:
During an interventional procedure a 3mm20cm 150cm saber percutaneous transluminal angioplasty (pta) catheter burst during the procedure. The maximum inflation pressure was at fourteen atmospheres (14 atm). The procedure was successfully completed by using another device.  There was no patient injury. The intended procedure was for pad. Target lesion information was unknown. The device was opened in a sterile field, stored as per labeling and was used in a patient.  Access was via an unspecified limb.  There was no difficulty removing the product from the hoop, no difficulty removing the protective balloon cover and no difficulty removing the stylet or any of the sterile packaging components.  There were no kinks or other damages noted prior to inserting the product into the patient.  The device prepped normally.  An unspecified indeflator was used and the same indeflator was used successfully with other devices.  There was no resistance/friction while inserting the balloon through the rotating hemostatic valve and resistance/friction while inserting the balloon through the guide catheter.  There was no difficulty advancing the balloon catheter through the vessel, no difficulty crossing the lesion and the catheter was never in an acute bend.  The balloon inflated normally and the maximum inflation pressure was 14 atm.  The balloon maintained pressure during inflation.  It did not kink while being used and was easily removed from the vessel and the other devices.   A non-sterile saber 3mm20cm 150 catheter was received for analysis coiled inside a plastic bag. The balloon was received deflated and appeared to have been inflated. Dry blood residues observed on unit. No other anomalies were found. A leak test was performed. Water was applied to the catheter and a leakage was observed in the balloon near to the proximal seal area. The device was sent for sem analysis to identify the cause of balloon leakage. Results showed that the external surface of balloon presented evidence of abrasions and scratch marks near the balloon burst. It¿s very likely that the same factors that caused the abrasions and scratch marks on the balloon¿s outer surface could have also contributed to the burst condition found on the received balloon. The internal surface of balloon and proximal marker bands did not present any evidence of damages. No other anomalies were found during the analysis.  No other anomalies were found during the analysis. A device history record (DHR) review of lot 17577281 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event.   The reported ¿balloon burst - at/below rbp¿ was confirmed through analysis of the returned device. The exact cause of the burst could not be determined during analysis. Based on the limited information available for review, vessel characteristics (although unknown) may have contributed to the reported event as evidenced by the scratch marks and abrasions noted during sem analysis. According to the instructions for use, which is not intended as a mitigation, ¿the rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ neither the DHR review nor the product analysis suggests that the event experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken at this time.

Manufacturer narrative:
The intended procedure was for pad.  Access was via an unspecified limb.  There was no difficulty removing the product from the hoop, no difficulty removing the protective balloon cover and no difficulty removing the stylet or any of the sterile packaging components.  There were no kinks or other damages noted prior to inserting the product into the patient.  The device prepped normally.  An unspecified indeflator was used and the same indeflator was used successfully with other devices.  There was no resistance/friction while inserting the balloon through the rotating hemostatic valve and resistance/friction while inserting the balloon through the guide catheter.  There was no difficulty advancing the balloon catheter through the vessel, no difficulty crossing the lesion and the catheter was never in an acute bend.  The balloon inflated normally and the maximum inflation pressure was 14 atm.  The balloon maintained pressure during inflation.  It did not kink while being used and was easily removed from the vessel and the other devices. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
This device is available for analysis but has not yet been received. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
During an interventional procedure a 3mm20cm 150 saber percutaneous transluminal angioplasty (pta) catheter burst during the procedure. There was no patient injury and the device will be returned for analysis. The device was opened in a sterile field, stored as per labeling and was used in a patient.

Manufacturer narrative:
The device was returned and was updated accordingly. The completed engineering report will be submitted within 30 days upon receipt.